Event description:
It was reported that the power cord in the cardiosave intra-aortic balloon pump (iabp) had a cut. It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate and reported that a cut was found in unit's power cord. The stm replaced the cord reel assembly. Unit passes all functional, electrical and safety tests per factory specifications. The iabp was then returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that the power cord in the cardiosave intra-aortic balloon pump (iabp) had a cut. It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.